Event description:
It was reported the er420 was used during a laparoscopic cholecystectomy. It was reported clip fell out of the jaws when the device was torqued agains the cystic duct. A second er420 was opened to complete the case and worked fine. The clips were retrieved from the abdomen. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot identification. Product complaint analysis team has completed its investigation. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, no; damaged feed bar, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, good; firing: feed conform, good; firing: form conform, good; jaws: hold clip, yes; lockout functional, yes and number of clips fed and formed, 15. Analysis conclusion: based upon inquriy info received, visual examination and functional testing, no conclusion could be reached as to what may have caused reported incident. Instrument was returned in good physical condition. Instrument was cycled, fed, and formed clips within design specification when tested. It was concluded that instrument was conforming to design specifications. Experience surgeon reported could not be repeated. Each instrument is evaluated during assembly process to ensure clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.